Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient with an implantable infusion pump receiving fentanyl ( concentration and dose are unknown.) It was reported that "since sometime in (B)(6) 2021" the patient went to the hcp and the hcp told them that the pump had shifted an awful lot. The patient representative stated that the pump was not like in a totally different spot, but the hcp told them the pump had moved. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms reported